Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was the cable unit lost water tightness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer's allegation was not confirmed, however the display was flickering due to a disconnection in the cable unit. Additional evaluation found that the cable unit lost water tightness. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the hd autoclavable camera head was connected, "the image sometimes is gone, and stripes are visible". It was not known when the event occurred. There were no reports of patient or user harm.